Event description:
Case l5-s2ai. There was big shift at s1, we continued to take new pictures and there continued to be a large shift at s1, s2. We had to do another hard shutdown. We took new pictures and there is still a big shift at s1, s2.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan, and patient anatomy. Case investigation revealed that some of the fluoroscopic images contained tracking errors, which resulted in a difficult merge. However, a satisfactory merge was obtained by assigning different shots and adjusting centroid positions. Suggested troubleshooting measures for the user would be to try different shots and registration types, re-assign centroid positions, take truer ap and lat shots, and adjust brightness/contrast of the fluoroscopic images. The observed severity did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.